Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 11may2017. The reported tear in the driveline¿s silastic sleeve near the metal connector was confirmed via a photograph provided by the account. A clamshell repair was performed by an abbott technical services representative on 01jul2020 via work order (B)(4). The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a tear in the silicone on the distal end of the driveline. A clamshell repair placed with no issues by clinical representative on (B)(6) 2020.